Event description:
It was reported to boston scientific corporation that a cre balloon dilatation catheter was used during a procedure. According to the complaint, during the procedure, the balloon burst. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed the catheter to broken.

Manufacturer narrative:
(B)(4). Investigation results visual evaluation of the complaint device found the catheter shaft to be fractured/broken. The catheter shaft was also found to be stretched at the breakage point and further down the shaft. This defect is consistent with an excessive force being using during catheter removal from the scope. The balloon was found relaxed and deflated and visual inspection of the balloon did not confirm any defects (no holes/tears were found). Based on the investigation the reported complaint was not confirmed; however the catheter was found the be broken. This failure likely occurred due to anatomical/procedural factors which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.